Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. When advancing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - small, the white part of the valve was pushed into the carto vizigo¿ 8.5f bi-directional guiding sheath - small, and it was jammed in the lumen. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on the event. The white rubber piece at the tip of the dilator in the picture provided was pushed into and stuck at the level of the hemostatic valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Only the white piece was pushed into the sheath. Product broke prior to entering patient. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. When advancing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - small, the white part of the valve was pushed into the carto vizigo¿ 8.5f bi-directional guiding sheath - small, and it was jammed in the lumen. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. The investigation was completed on 13-feb-2022. An analysis was performed on the picture that was provided by the customer. A picture showing the introduction of the vessel dilator in the vizigo was received for analysis. The photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. Customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ an internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 04-feb-2022 noted on a correction to 3500a follow-up 1. In section h10 it was reported that the device was received; however, section d was not completed for the device received. Therefore, processed d9. Device available for evaluation?, d 9. Date device returned to manufacturer and d9. Is device returned to manufacturer?.